Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the swg (spring wire guide) embolized and required to get the patient to a procedure in hemodynamics to take off the swg which was found on the right atrium." It was reported "the nurse that did the procedure did not take out the swg from the polyethilene cover resulting that she could not take the extreme of the swg and it embolized." Additional information was requested but was not available at the time of this report. The patient's condition was reported to be fine.

Event description:
The complaint is reported as: "the swg (spring wire guide) embolized and required to get the patient to a procedure in hemodynamics to take off the swg which was found on the right atrium." It was reported "the nurse that did the procedure did not take out the swg from the polyethilene cover resulting that she could not take the extreme of the swg and it embolized." Additional information was requested but was not available at the time of this report. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for batch 14p16l0022. Further analysis of this non-conformance determined that it is not relevant to the reported defect. The IFU provided with the kit informs the user, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into needle to further advance guidewire. Continue until guidewire reaches desired depth". The IFU also states, "maintain firm grip on guidewire at all times. Keep sufficient guidewire length exposed for handling purposes. A non-controlled guidewire can lead to wire embolus." The report of a guide wire stuck in patient was confirmed through consideration of the complaint description. The customer reported that the user "did not take out the swg from the polyethilene cover resulting that she could not take the extreme of the swg and it embolized" which contradicts the IFU statement ""maintain firm grip on guidewire at all times. Keep sufficient guidewire length exposed for handling purposes. A non-controlled guidewire can lead to wire embolus"." Therefore, user error likely caused or contributed to this event. A customer in-service has been initiated to instruct the customer on proper use of the device. Teleflex will continue to monitor and trend for reports of this nature.